Event description:
Reporter indicated that vns patient developed an infection post-implant at the pulse generator/pocket area. The infection was treated with antibiotics and I&d and is reportedly resolved.